Event description:
It was reported that the asymptomatic patient's right atrial and right ventricular leads exhibited low impedance. No other sensing or threshold anomalies were noted. Insulation abrasions and externalized conductors were noted on the leads after the rigorous explant. The leads were replaced successfully. The patient was stable throughout.